Manufacturer narrative:
Product analysis : image 1: a photograph of a dislodged stent. Extensive deformation is evident to the entire stent. Image 2: a photograph of an endeavor resolute shelf carton. The device size and lot number correspond to the information reported on gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. It was stated that both ends of the balloon were slightly inflated. The endeavour resolute rx was not the moved or re-positioned in the lesion while inflated. Deflation difficulties were noted after the first inflation. One inflation were performed prior to deflation difficulties. The endeavour resolute failed to deflate. The stent system was removed via brachial artery using a snare; 50/50 concentration of contrast/saline were used by the physician. It was indicated that stent dislodgement and stent deformation. Did not occur in vivo during positioning. There was no damage noted to the balloon, catheter or hub. The same inflation device was used successfully with other devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a lesion exhibiting 90% stenosis located in the distal right coronary artery (rca). There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation and deflation difficulties occurred during stent deployment. It was stated that the device would not deflate at the lesion site. The balloon was deflated slowly when the pressure was released. It was stated that the stent was not fully deployed when the balloon was pressurized to 16 atm, 20 atm and 28atm. It was reported that the stent system was forcibly removed using a snare. An image provided indicates that stent dislodgement and stent deformation occurred in vivo. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: it was later reported that stent dislodged from the balloon after removal from the patient. It was also later reported that the stent deformed in the patient. Additional stent deformation was noted when the stent dislodged from the balloon after removal from the patient. A photograph of a dislodged stent was reviewed. Extensive deformation is evident to the entire stent. A photograph of an endeavor resolute shelf carton was reviewed. The device size and lot number correspond to the information reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.